Manufacturer narrative:
Gtin/UDI number for item (B)(4) lot 17096580 is 10885403223198. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the texium leaked at disconnect from the patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the texium leaked upon disconnection was not confirmed but leaking from another location was confirmed. Visual inspection of the texium connector showed no damage or other issues. Inspection of the set under magnification showed separation of the nitro tubing and filter outlet port. There was no evidence of bonding solvent. Functional and pressure testing resulted in leaking at the engagement between the primary set¿s tubing and the outlet port of the filter. No leaking at the texium connector was observed. Dimensional analysis was performed and the set was measured to be within specification. The root cause of the reported leak and observed separation was identified as a manufacturing issue due to solvent not being applied at the engagement of the tubing and the filter outlet port.

Event description:
The infusion that leaked was taxol which was intended to infuse at 101.3ml/hr over 3 hours with a volume of 303.83 ml.